Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the status led's on the autopulse li-ion battery (sn (B)(4) show flashing green lights and does not power up the autopulse platform. Flashing green lights indicates that the battery has exceeded three years of use from the date of manufacture; however, it is fully charged. The battery was manufactured on may 17, 2018. Per the customer, the battery was fully charged before inserting it into the autopulse platform. The autopulse multi-chemistry battery charger (mcc) status led showed green light during the charging event. The green led on the mcc indicates that the battery is fully charged, has successfully passed the performance test, and is ready for use. The customer stated that using other li-ion batteries, the autopulse platform functioned as intended. No patient involvement.